Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1. It was reported that the patient reported having pain. The screw at s1 was found to be broken. The patient underwent a revision surgery in which the treatment provided was removal with grafting. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms screw breakage approximately 2-3 threads from the base of the fas head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface damage noted on broken off portion of the bone screw fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial fracture propagation as noted, as well as increased material disruption and river lines at approximately 30% of the way through the cross-sectional area, and shear lips on both sides of the fracture, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available in formation.